Event description:
It was reported that the patient presented with an apparent pocket infection. Cultures were done in the pocket and the device was returned to the pocket. No adverse patient events occurred. The patient was stable before, during and after the procedure.